Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via writing that they experienced high blood glucose level of 408mg/dl. The customer's blood glucose was unknown at the time of the call. The customer stated that their blood glucose level has been out of control, going from 290mg/dl to 320mg/dl and to 408mg/dl and 190mg/dl. The customer also stated that they were allergic to the adhesive, and the meter fell out of their pocket and dislodged the cannula. The customer also stated that they had rash from the insulin. The customer was contacted for troubleshooting but was unsuccessful. The product will not be returned for analysis.